Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the caller said that the patient's ins was removed in (B)(6) 2017; however, a lead was left in place. The patient said the implant wasn't working. The caller did not have further details. No further complications were reported. No patient symptoms were reported.